Manufacturer narrative:
No patient information provided as no patient was involved in this event. On 22-jan-2015, a medtronic representative went to the site to test the equipment and perform maintenance. The j7 harness assembly for battery and charger side was replaced, as well as the x-ray solid state relay. The power cable into the box was re-seated, and firmware was re-loaded. All three charger boards were replaced as a caution. The imaging system then passed the system checkout and was returned to service. The following parts were returned to the manufacturer with functional problems that directly caused the reported event: the j7 charger connector cable was returned to the manufacturer for evaluation, and electrical failure mode was identified during inspection; the j7 connector was damaged. The j7 battery connector cable was returned to the manufacturer for evaluation, and electrical failure mode was identified during inspection; the pins were damaged due to electrical over-stress. The following additional parts were returned to the manufacturer for analysis; however, these parts did not cause the reported issue and/or no functional problem was found: the battery charger 1 (pcba) board was returned to the manufacturer for evaluation. No fault was found during testing. The battery charger 2 (pcba) was returned to the manufacturer for evaluation. No fault was found during testing. The motor battery charger (pcba) was returned to the manufacturer for evaluation. No fault was found during testing. The relay (12amps dc ctrl 0-200vdc) was returned to the manufacturer for evaluation. No fault was found during testing. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system¿s motion charger x-ray battery level was all the way down to the bottom of the indicator. After replacing batteries and reconnecting the j7 connector cable, the system shorted. This event occurred during planned maintenance.